Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to navigate the insulin pump's screen by pressing the buttons. There was also a little constant red light under the back arrow. If they hit the bolus button the basal screen comes up but they are unable to navigate with the buttons. It was noted that they had been at a pool and the insulin pump was splashed with water. Troubleshooting was performed. They were advised to remove and reinstall the battery cap without removing the battery. They received a failed battery test alarm. The customer's blood glucose level was 260 mg/dl. They treated their blood glucose with their old insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly. No constant failed battery test alarm noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. However, unexpected low battery alarm noted in the formatted history log due to intermittent non-sleep anomaly software error. No constant red notification light under the back arrow button noted during testing. The insulin pump passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. However corroded keypad flex tail traces noted during visual inspection. The insulin pump also received with corroded power connector and corroded keypad flex connector noted during visual inspection. The insulin pump was received with scratched lcd window, cracked battery tube threads, cracked case and cracked retainer.